Event description:
It was reported that during a stent placement procedure in the calcified lesion via an antegrade approach, the stent allegedly appeared to be shorter after deployment. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Additional complaints have not been reported for this lot, previously. Investigation summary: the sample was not available for evaluation. One image was provided for review. Provided image demonstrates the placed stent inside the vessel including a digital length measurement. Resolution is poor so that detailed strut evaluation for foreshortening is not possible but the length measurement confirms stent foreshortening. The vessel was not tortuous but calcified, 5fx10cm introducer with 0.035" guidewire were used for access, and the lesion was pre-dilated. The system was correctly held at the stability sheath, kept stationary, and slack was removed before deployment. The introducer was secured against moving and the user did not experience difficulty during deployment action. The intended placement site was seen between the markers before deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found described, in particular the instructions for use state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension' and 'hold the green stability sheath. Do not hold or touch the brown moving sheath' and 'confirm that the introducer sheath is secure and will not move during deployment'. Regarding access/ accessories the instructions for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter' and 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. The instructions for use further state: 'while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site.' (Expiration date: 09/2025). (Method, result, conclusion). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly appeared to be shorter after deployment. The procedure was completed using the same device. There was no reported patient injury.